Event description:
Reported blood glucose results of "174 mg/dl" with a lifescan meter and "142 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.